Manufacturer narrative:
Device history record: the DHR was reviewed for lot 24l0229 and indicated no abnormal processing. The lot in question met all specifications prior to its release. One additional complaint has been received for lot 24l0229. The additional complaint was reported at the same time as this complaint and by the same surgeon. Capas and ncrs associated with lot there have been no ncrs or capas associated with this lot. Due diligence: three attempts were made obtain additional information regarding the timeline of symptoms and how I-factor was used in conjunction with other allografts, on (B)(6). However, no additional information is available. Risk analysis and previous complaints cerapedics risk analysis document was reviewed. The failure mode identified in this complaint is already identified under line item 43, potential effect 2 - "inadequate retention in graft site, migration." Therefore, no updates to the risk assessment are required. Ous flex fr IFU (p/n 40002-06-3) lists the following as a potential adverse effect: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in paint, neural impingement, physical impairment, irritation or wear of an articulating joint, loss of function; any of which may require revision surgery." As such, no updates are required for the IFU. Additionally, ous flex fr IFU states the following in the warning and precautions section: "the use of I-factor bone graft when missed with other bone graft substitute products has not been evaluated; therefore, the effectiveness of I-factor when used in this manner is unknown. Conclusion: based on the available information, a causal link between the flex fr product and the reported migration cannot be established. The surgeon reported that flex fr was mixed with australian biotechnologies fibrebag, making it unclear which product may have caused or contributed to the migration. However, out of an abundance of caution, this complaint is being incorporated into the risk management process. As stated in the instructions for use (IFU, p/n 40002-06-3), migration is listed as a potential adverse effect. Therefore, no further action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2025, quality team from lifehealthcare (cerapedics' australian sponsor) submitted (B)(4) (lifehealthcare's internal complaint form). (B)(4) contained the following information about a complaint from surgeon: "the surgeon has raised concerns regarding ifactor and has ceased its use (flex and putty) due to issues (that he is linking to ifactor) he has encountered in recent cases/follow ups. He has requested to formally communicate his concerns to lhc and cerapedics. The patient details are currently limited for these cases. (B)(6) will organise a call with cerapedics and the surgeon (dr. (B)(6)) which will yield more relevant information to aid with the investigation key concerns: product migration, leading to wound washouts where what to appeared to be ifactor was observed coming out of the wound (within days to weeks postoperatively). Increased risk of post-operative inflammatory reaction. Non-contained bone growth, with imaging showing bone formation posterior to a cage (acdf and alif), causing symptoms. Revision case ((B)(6) 2025, pt d coombes): patient required reoperation due to radicular symptoms after ifactor flex fr was used in a non-lhc alif cage ((B)(6) 2022 case). During revision, surgeon noted what he believed were ifactor granules around the nerve root and beneath the bony overgrowth." Waiting on additional information and meeting with lifehealthcare and surgeon. Additional information received on 8 april 2025: (B)(6) met with surgeon during the week of (B)(6) where additional information was received on number of patients, therefore an additional complaint needed to be opened. As three flex fr devices were used, a total of three complaints have been opened - (B)(4). Procedure: occiput to c4 posterior fusion. Patient came back otherwise clinically fine but had apparently formed a blister at the base of the wound. Upon washing out the wound, what appeared to be I-factor was present throughout the wound.